Event description:
It was reported that the insulin pump alarmed button error. The customer stated that he gave a delivery and now has battery change too slow. The customer's blood glucose was 107 mg/dl. The customer stated that the device was on the counter and got splashed with water, which was whipped, but nothing significant. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm or unexpected battery alarm noted. Insulin pump has intermittent button response due to moisture damage on keypad traces. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.